Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105. System error 105 was confirmed and reproduced at power up. This condition was found to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump the device experienced system error 105. There was no patient involvement.